Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that he has "less energy" and is "short of breath" since he received his new device. The patient was hospitalized for diagnostic testing and had his device reprogrammed. Pt is feeling better. The patient also reported that they have a "very serious case" of atrial fibrillation. They feel "sluggish, light headedness and feels like a vegetable." They feel as though their heart rate is constantly dropping to a low rate. Patient feels that the pacemaker has "never worked properly" and the patient is "very dissatisfied." Patient has discussed this with the physician, but is looking for a second opinion. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that he has "less energy" and is "short of breath" since he received his new device. The patient was hospitalized for diagnostic testing and had his device reprogrammed. Pt is feeling better. The device is still in use. No patient complications have been reported as a result of this event.